Manufacturer narrative:
The device was received for investigation. It is not yet complete.

Event description:
The event involved a plum 360 pump on an unknown date in (B)(6) 2019. The customer reported an infusion was initiated at 10:50 to infuse 285 ml over 2 hours. At 12:00 the delivery issue was noted by the staff nurse. The customer reported the container was expected to have 50% remaining but it went empty. There was no report of any pump alarm or malfunctions and there was no difficulty in programming or initiating the infusion. It was unknown if there was a possible programming error since the logs do not confirm anything. There was patient involvement, however, no report of adverse event.

Manufacturer narrative:
H10: the reported complaint was ¿alleged over infusion: 285ml to be given over 2 hours was how the pump was meant to be set. The infusion was initiated at 10:50 it was intended to run for 2 hrs. It was 12:00 when the delivery issue was noted. Approximately 50% of the fluid was expected to be left but the container went empty¿ and was investigated as a level 1 pci. The logs were send for review and was found ¿the infusion hit air-in-line earlier than expected because the pump was programmed at 485 vtbi over 2 hours, not the 285ml¿ the following was noted in the ¿as found condition¿: device has cracked cases/door assembly/fluid shield. The device failed inspection due to as found condition but passed all pvt tests without any issue. The complaint was not confirmed since not replicated and not confirmed based on log and probable cause is user error.